Manufacturer narrative:
Visual inspection showed that the plcr60b reload had a damaged knife bump. (The knife bump is a sort of cam, which when contacted by the knife causes the knife to move into position to cut tissue). This was the direct cause of the failure to transect. It is not known how or when the knife bump was damaged.

Event description:
During a cystectomy procedure, the plcr60b reload produced well-formed staples, but failed to transect the tissue. The tissue was removed and the procedure was completed by use of another device.